Manufacturer narrative:
One opened sample was returned for eval. The sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. A damaged tip was found during the DHR review. However, the suspect product was re-inspected and the product was released according to the MFR's acceptance criteria. The root cause is unk. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a dull knife was experienced during a procedure. Another knife from the same package was used and the case was completed without harm to the pt.